Manufacturer narrative:
Discrepant abo reverse grouping results for one patient. The root cause of the discrepant abo grouping result not being blocked by the analyzer is user related, the user sending orders for abo reverse grouping only, preventing the analyzer from comparing to an abo forward grouping. The root cause of the discrepant negative abo reverse grouping is sample-related, the antibodies being weak and/or at detection limit of the technique used. No product failure was identified. No biased result was reported. No patient was harmed.

Event description:
A customer complained after observing discrepant abo reverse grouping results for one patient that were uploaded to their datavue middleware and not blocked. Complainant/complaint reporter: mrs. (B)(6) ¿ laboratory technician. Event date: (B)(6) 2016. Reported on: (B)(6) 2016 by mrs. (B)(6) to the helpdesk . Software version: 3.6.0. Reagent information: ortho biovue system reverse cassette lot rdc018f exp. 11 august 2017. Affirmagen 4 lot 4a929z exp. 06 december 2016. Patient information: (B)(6). The customer said that their ortho vision biovue analyzer is connected to their laboratory information system (lis) through their datavue middleware. The customer said that, on (B)(6) 2016, they had tested a patient sample for abo forward and reverse grouping using ortho biovue abdd/k grouping cassette, ortho biovue system reverse cassette and affirmagen 4 in conjunction with their ortho vision biovue analyzer and that they had obtained: - for abo forward grouping, a positive reaction (with 4+ reaction strength) with the biovue anti-a reagent and a negative reaction with the biovue anti-b reagent. - for abo reverse grouping, negative reactions with all four cells of the red cell reagent. The customer said that an inconclusive abo grouping result was sent to their datavue middleware and stayed in the pending review/acceptance queue. The customer said that, on the same day, as they were troubleshooting the discrepant negative reactions obtained in abo reverse grouping, they made a new order request from their datavue to test the same patient sample for abo reverse grouping using ortho biovue system reverse cassette and affirmagen 4 in conjunction with the same analyzer and that they had obtained negative reactions with all four cells of the red cell reagent. The customer said that a ab group for abo reverse grouping result was sent to their datavue middleware and stayed in the pending review/acceptance queue. The customer said that, as they are suspecting the patient to be immunocompromised, they had repeated the abo reverse grouping test in tube method using the same red cell reagent with a longer incubation time at room temperature and that they had obtained a positive reaction with the b cell of the red cell reagent, confirming the group a of the patient. The customer said that no discrepant result was reported to the physician and that the patient was not harmed as a result of this event.